Event description:
It was reported that the pt was receiving compounded baclofen via the pump (concentration and dose not reported). The pt experienced increased spasticity prior to his last refill. At the refill visit, the residual pump reservoir volume was significantly higher than that which was expected (volumes not reported). A study was performed in 2007 and showed the catheter to be patent. A study was also performed prior to that same day and showed no pumping action from the pump - the pump alarm was not sounding. The residual reservoir volume at the time was 17 mls; the expected was 13.6 mls. The pt is being managed with oral baclofen until his pump can be replaced. Add'l info has been requested from the hcp, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.